Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted it did have adhesions to the small bowel were the mesh was densely adhered into the serosa of the small bowel in several places. The massive hernia defect was from the symphysis pubis to the screen and then from above the screen all the way above the umbilicus. 12 different hernia defects in the abdominal wall and massive adhesions, intraabdominal adhesions as well as small bowel to peritoneum and small bowel to marlex screen. The screen did not appear to be a marlex screen, and had dense scar tissue where the screen was but with huge defects. Large amount of old mesh were removed and new mesh placed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted it did have adhesions to the small bowel were the mesh was densely adhered into the serosa of the small bowel in several places. The massive hernia defect was from the symphysis pubis to the screen and then from above the screen all the way above the umbilicus. 12 different hernia defects in the abdominal wall and massive adhesions, intraabdominal adhesions as well as small bowel to peritoneum and small bowel to marlex screen. The screen did not appear to be a marlex screen, and had dense scar tissue where the screen was but with huge defects. Large amount of old mesh were removed and new mesh placed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/13/2022.

Manufacturer narrative:
Date sent to the FDA: 3/14/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.